Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an insulin occlusion alert but was initially unable to troubleshoot because the device was not with her at the time. The patient planned to call back once the device was available to perform troubleshooting. When contacted, the patient reported that she had changed supplies but continued to receive occlusion alerts. The patient was using a 23-inch inset infusion set and humalog insulin. Blood glucose levels were reported to be elevated, and the site had come off earlier that morning. No ketones or symptoms were reported. The patient was guided through a full supply change, and insulin delivery was confirmed to have resumed. The patient was advised to monitor blood glucose levels, and a follow-up contact later confirmed that blood glucose had returned to within the target range and that the issue had been resolved. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.